Event description:
The perfusionist reported that a small blood leak was observed coming from the tubing connection between the heat exchanger and the oxygenator. The unit was not changed out and no other action was determined to be necessary to address the leak. The user reported that the patient condition is ok and there were no patient complications. The associated blood loss volume estimated to be 100-cc.